Event description:
It was reported that a patient death occurred. An angioplasty was performed on the left anterior descending artery (lad). A 3.5 x 38 synergy stent was deployed in the lad. The procedure was completed. Post angioplasty, the patient was transferred to the intensive care unit (ICU). During the evening, the patient showed symptoms of drop in blood pressure (bp) and cardiac arrest. Temporary cardiac pacing (tpi) was performed, but the patient ultimately passed away. It was noted that the cause of death was due to cardiac arrest. It was further reported that the 85% stenosed target lesion was located in the moderately calcified and moderately tortuous lad. The patient symptoms noted at the time of incident were a drop in blood pressure and heart failure. In response to the issue, a temporary pace maker was used, but there was no improvement. The documented cause of death was due to heart failure. No autopsy was performed.

Event description:
It was reported that a patient death occurred. An angioplasty was performed on the left anterior descending artery (lad). A 3.5 x 38 synergy stent was deployed in the lad. The procedure was completed. Post angioplasty, the patient was transferred to the intensive care unit (ICU). During the evening, the patient showed symptoms of drop in blood pressure (bp) and cardiac arrest. Temporary cardiac pacing (tpi) was performed, but the patient ultimately passed away. It was noted that the cause of death was due to cardiac arrest. It was further reported that the 85% stenosed target lesion was located in the moderately calcified and moderately tortuous lad. The patient symptoms noted at the time of incident were a drop in blood pressure and heart failure. In response to the issue, a temporary pace maker was used, but there was no improvement. The documented cause of death was due to heart failure. No autopsy was performed.